Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's (B)(6) ipg was inoperable. The pt reportedly had not utilized or recharged the device for several months following the birth of her child. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was recaptured for the pt following the procedure.